Manufacturer narrative:
(B)(4). The device was a rental that was no longer needed. The device was scrapped by the manufacturer.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the sensor board and system board were observed.